Event description:
The patient underwent placement of a venatech lp filter following a traumatic injury in 2012. The filter was placed at an outside institution. The patient was seen on (B)(6) 2015 for routine pre-op clearance related to a separate issue and a chest x-ray identified that the filter had fractured and fragments migrated. The patient was evaluated by interventional radiology and cardiac surgery is anticipated to be necessary to remove the migrated fragments. Importer narrative amendment: b. Braun interventional systems inc. Would like it recognized that the institution that originally placed the filter is unknown and that it is unknown if the filter had migrated, only that the fragments were found in the right atrium. It appears from the film review that the filter was dislodged during a subsequent venous intervention, but this cannot be confirmed.